Event description:
It was reported that the health care professional (hcp) experienced difficulty to interrogate this pacemaker due to an out-of-range telemetry message. Technical services (ts) confirmed the correct use of the programmer and appropriate wand. Ts advised checking the magnet rate as part of troubleshooting and recommended to further review. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.